Event description:
Customer reporting possible hemolysis. No blood leak or blood loss. 2 hrs in to treatment patient became symptomatic with nausea and vomiting. Transported by ambulance to hospital for blood transfusion. No reported air in lines. Did visually see difference with cannulation. 3 needle sticks were attempted in order to obtain access. Approximately 5 minutes delay in initiating treatment. There was a note indicating there was a clot that settled on arterial head of dialyzer.